Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell three, while the hp was connected. The hp disconnected prior to the alarm and then reconnected, possibly causing air to enter the lines. The technical service representative (tsr) explained the alarm and assisted with clearing the alarms. It was unknown if the hp was going to reset up again for the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).